Event description:
On (B)(6) 2025 the patient reported receiving multiple occlusion alerts after changing supplies with blood glucose (bg) levels remaining stable. The patient declined further assistance with supply change and was provided a goodwill order of replacement supplies. On 08/22/2025 the patient reported subsequent occlusion alerts, completed a full supply change including the cartridge, and confirmed insulin delivery resumed. Throughout the events the patient¿s bg levels were not adversely affected and no hospitalization or long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.